Event description:
It was reported that the patient became sleepy following a refill. It was stated that the healthcare provider (hcp) had followed normal refill procedure by injecting and drawing back the medication to make certain that the needle was in the reservoir. After the patient had begun to become sleepy, the hcp opened another refill kit and withdrew from the pump to check for a pocket fill. The hcp was able to withdraw all 40cc of medication, which was additionally confirmed by a nurse. At that time, the hcp refilled the pump with the medication. About 10 to 15 minutes after the refill, the patient became unresponsive and showed signs of respiratory depression. It was also stated that the patient had exhibited altered mental status along with the ¿overdose symptoms¿. The patient was then taken to the emergency department where she experienced respiratory arrest. She was given narcan and responded to it. At that time, she was moved to the intensive-care unit where she was monitored while on a narcan drip. As of the following morning, the patient was alert and oriented, but with no memory of the event. It was indicated that there was no patient injury at the time of report and the hcp believed that the patient would recover, though there was still concern as to what could have caused the reaction. The hcp didn¿t want to drop the pump to minimum rate, but decided to make a 10% decrease to the patient¿s daily dose. The pump logs were checked and a CT scan was taken of the patient¿s head, though no results were given. Cardiac enzymes were also noted as a type of diagnostic test, but no additional details were reported. The patient denied taking any additional oral medication with exception to one hydromorphone on the morning of the refill appointment and it wasn¿t until the day after the event that a drug screen was done. It was noted that patient had previously presented to the emergency department in a similar state after overdosing on oral medication. The device system was used to deliver fentanyl, bupivacaine, and clonidine.

Manufacturer narrative:
Product ID: 8711, lot# j11192r65, implanted: (B)(6) 2002, product type: catheter. (B)(4).